Event description:
A patient (age and gender unknown) underwent a therapeutic ercp procedure for placement of a plastic biliary stent. The clinician was unable to deploy the stent due to the coating on the hydra jagwire. The area of ptfe where the blue/black covering meets the yellow/black portion began to fray. The stent was unable to pass over the hydra jagwire. The clinician removed the hyfra jagwire and stent. Another stent and hydra jagwire were utilized successfully. The patient did not sustain any known ill effect as a result of the failure to deploy the stent over the guidewire. Patient condition listed as fine.